Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg as instructed as they no longer used the device. The ipg became inoperable. In turn, surgical intervention took place on (B)(6) 2020 wherein the entire system was explanted.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.